Event description:
Related manufacturer reference number: 1627487-2023-03512. It was reported that one of the patient's leads has migrated and the other is exhibiting high impedances. Surgical intervention may be pending to address the issue. The investigation was unable to determine which lead migrated and which is exhibiting high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data: the initial reporter information was updated to reflect the physician who performed the surgical intervention and the facility in which the procedure occurred. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue.